Event description:
It was reported right ventricular (rv) lead was explanted due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned complete and not severed with the setscrew marks were in the correct location on the terminal pin. The helix was retracted with dried body fluid noted in the helix housing. The lead passed the electrical continuity testing and stylet insertion test. Additionally, no damaged or deformity was noted upon visual inspection. Hence, laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. This is a known inherent risk indicating an issue covered by the instructions for use (IFU).

Event description:
It was reported right ventricular (rv) lead was explanted due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported.